Event description:
It was reported that the ilet screen was cracked, rendering the device unusable and unable to be unlocked; the device had been synced prior to shutdown and a replacement was arranged with the original to be returned. Symptoms included no injury. Outcomes included no interruption requiring medical care or alarms. Investigation included user interview and device replacement logistics. Investigation of this case revealed physical damage to the display assembly consistent with external impact, with no indication of a device-led malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical stress.